Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28, lot# va1j43f, implanted: (B)(6) 2017, product type lead.

Event description:
Patient felt that their new lead has been pull or moving around at the incision site. Not being helped by current program. The patient was advised to change programs and see if that would help with symptoms and to contact doctor for check up on site and possible x-ray. The issue was not resolved at the time of this report. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.